Event description:
It was reported by the customer that the bed allegedly lost zoom function during transport while on a ramp and rolled back onto the caregiver resulting in a medical leave. When contacted, the customer was not able to confirm the incident or provide any additional information.

Manufacturer narrative:
When contacted, the customer was not able to confirm the incident. A supplement will be submitted if more information is provided. Complaint not confirmed and no sn provided in order to perform evaluation.